Event description:
It was reported that the patient was never able to inflate his inflatable penile prosthesis (ipp), it was difficult to pump and painful. The doctor suspects the pump or tubing adhered to testicle, making inflation painful and difficult. The dr. Removed and replaced the pump in a new pocket. The patient is expected to fully recover.